Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 430 mg/dl at the time of incident and current blood glucose level was 179 mg/dl. Customer reports they did not receive a calibration not accepted alert and sensor updating alert. The insulin pump and reservoir will not be returned for analysis.